Manufacturer narrative:
On (B)(6) 2022, mentor received confirmation that complaint device was in fact the right side. As such the serial number of the affected device, (B)(4) is being reported for the right device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 16, 2021, mentor received additional information indicating that upon removal of the device on december 8, 2021, it was found to be intact. On jan 5, 2022, the mentor analysis lab received the medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: suspected material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 16, 2021, mentor was provided with a document stating the patient underwent surgery for a suspected right implant rupture. Although previously, this complaint was initiated with a warranty claim form which stated the patient had a left breast rupture. No further clarification has been provided for which side was affected. Despite this, mentor's analysis lab completed evaluation of both breast implants on (B)(6) 2022 since both devices were of the same catalogue, lot number, and size. Analyses has been conducted for both implants. Device a evaluation: according to the information received, the patient experienced deflation in the breast implant. However, when the implant was removed and inspected, there was no evidence of rupture. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Device b evaluation: according to the information received, the patient experienced deflation in the breast implant. However, when the implant was removed and inspected, there was no evidence of rupture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Manufacturer¿s reference number: (B)(4). Section b. 5: 74-yead-old.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient had undergone a bilateral primary breast augmentation surgery with implantation of two 300cc mentor smooth round moderate plus profile prostheses. Post-operatively, the patient experienced a deflation even in their left breast prosthesis. There is no information regarding method of diagnosis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.